Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm) 4 was jammed. The camera was re-installed to clean the tip; however, the camera could not be inserted. The camera psm arm instrument drive did not move when it was clutched, and after the drape was removed and the camera instrument drive still could not be moved. The customer performed a power cycle and a hard; however, the issue persisted. An error was then observed on one psm arm and one axis while the system was rebooting. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.